Manufacturer narrative:
The monitor has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash blood glucose monitor. Upon product investigation it was discovered the monitor exhibited the memory overwrite malfunction.